Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system balloon rupture at the end of valve deployment.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The returned device was visually inspected, and the following was observed: balloon burst was confirmed, as evidenced by radial and longitudinally burst balloon material, no missing balloon material was noted, and a kink on balloon shaft was present next to strain relief, likely due to packaging. Dimensional testing was performed on the inflation balloon. The single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the event description, 'during a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system balloon rupture at the end of valve deployment.' Per follow up information, the landing zone was severely clarified, which was confirmed via provided 3mensio report. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.